Manufacturer narrative:
Result of investigation: the reported complaint was confirmed through the events log and duplicated during the functional check by vyaire medical's failure analysis lab. Transducers pt800 and pt801 have failed. This complaints reported failure is a known issue per CAPA-000000468. The customer was shipped a replacement product.

Manufacturer narrative:
(B)(4). At this time, vyaire has not received the suspect device/component for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire that the vela ventilator experienced a transducer fault. The customer advised there was no patient involvement associated with this event.